Event description:
It was reported that the right ventricular (rv) lead hat high thresholds, a decrease in impedance from approximately 900-950 ohms to approximately 450 ohms, a possible/probable microdislodgment and diaphragmatic stimulation. The rv lead was revised and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary # (B)(4): the device was not returned for analysis. However, performance data collected from the device was received and analyzed and analysis of the device memory indicated pacing capture threshold in the rv (right ventricle) was elevated. It was noted that the analysis of the device memory indicated the impedance trend on the rv (right ventricular) pacing lead was decreasing.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5086mri52, implantable pacing lead, (B)(6) 2013. (B)(4).